Manufacturer narrative:
Results: visual inspection of the lens showed part of the optic and one haptic were torn off missing. The other haptic was partially torn off missing. There was evidence of surgical residue. Conclusion: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for eval.

Event description:
A callamer lens model cc4204bf haptic tore off during insertion and the cause of the les damage was unk. The lens was implanted and removed without pt injury. An indigo-p injector and the sfc-25 fp cartridge were used.